Event description:
I had several (atleast 4) episodes of sudden onset eye redness, extreme tearing and sensitivity to sunlight starting 05/05. I was pregnant at the time and at first thought it was a pregnancy related event, or an allergy. The ob/gyn looked at my eye (left) and confirmed it was not pink eye. Following the birth of my child in 07/05, I was diagnosed with a retina detachment which was surgically fixed. I have always used renu solution and was using the moistureloc at the time. I had also switched to acuvue 2 lenses in 09/05. These lenses definitely did not feel like the acuvue lenses I had been using for years.